Event description:
Impedances >4,000 ohms were reported on some bipolar pairs. It was noted that one bipolar pair "was working". Re-running the impedance test at default values did not resolve the issue. No other tests were performed to determined the cause of the high impedances, and no interventions were planned. There were no pt symptoms associated with this event. The pt was doing well. Further action was not going to take place until further notification from the pt.

Manufacturer narrative:
(B)(4).